Event description:
Tibial punch tower broke while removing tibial punch.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon keel punch guide was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported fracture. The fracture occurred where the keel guide meets the handle assembly. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that the punch guide broke in overload after multiple cycles. No material or manufacturing defects were identified.

Event description:
Tibial punch tower broke while removing tibial punch.